Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. The fse performed the operation test which the device passed successfully, and no device malfunction was determined, however the evaluation of the device log revealed that the therapy knob was not properly set, and the charge and shock buttons were not pressed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was related to use error. The reported problem was confirmed. No device problem found but use error confirmed. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the shock was not delivered during procedure. There was approximately a five minute delay to shock the patient. The patient outcome was a successful resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
It was reported the device did not deliver a shock during a procedure. There was approximately a five minute delay to shock the patient. The patient outcome was a successful resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: this report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. The fse performed the operation test which the device passed successfully, and no device malfunction was determined. The evaluation of the device log from the event revealed that the therapy knob was not properly set, and the charge and shock buttons were not pressed. In conclusion, according to device error log, there is no evidence indicating the device malfunctioned. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No device problem found. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the dfm100 device indicating that the shock was not delivered during procedure. There was approximately a five-minute delay to shock the patient. The patient outcome was a successful resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: product UDI and manufacture date added. This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. The fse performed the operation test which the device passed successfully, and no device malfunction was determined, however the evaluation of the device log revealed that the therapy knob was not properly set, and the charge and shock buttons were not pressed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was related to use error. The reported problem was confirmed. No device problem found but use error confirmed. It has been concluded that no further action is required at this time.

Event description:
Correction: product UDI and manufacture date added. Philips received a complaint on the dfm100 device indicating that the shock was not delivered during procedure. There was approximately a five minute delay to shock the patient. The patient outcome was a successful resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Correction: this report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. The fse performed the operation test which the device passed successfully, and no device malfunction was determined. During the device log evaluation, no device problem was determined. In conclusion, according to device error log, there is no evidence indicating the device was malfunction. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem found. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the shock was not delivered during procedure. There was approximately a five-minute delay to shock the patient. The patient outcome was a successful resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.